Event description:
Reporter states echelon medical has a pump that will not turn on. They charged the pump over night but it still would not turn on.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No injury to a patient was reported. No additional information has been provided to date. A return device for evaluation is expected. Should additional details be provided, a follow-up will be submitted. (B)(4).